Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, return to manufacturer on: 24 october 2019. Device evaluation: sample was received on 24 october 2019 at amo (B)(4) manufacturing. The zcb00 lens was not returned in its original folding carton package. Visual inspection using magnification was performed to the returned sample. Lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material and material looked like body fluids were observed on lens pieces. The condition in which the sample returned was consistent as lens that was implanted and explanted. The complaint issue reported could not be verified. However, the lens diopter result obtained from the miq electronic system of the test performed when this lens was manufactured, shows that lens serial number (B)(4) belongs to diopter 31.5. No deviation was reported. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: unknown/not provided. Phone : (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported post implant of lens model zcb00 31.5 diopter intraocular lens (iol), the patient post-op results were -6.0 diopter, target was -2.0 diopter. Best corrected distance visual acuity (bcdva) was 1.0 -8.0 diopter. The surgeon decided to explant the lens requiring incision enlargement, and the lens is in two pieces. The explanted lens was replaced with a new lens, 31.0 diopter. Post-exchange the next morning, the patient¿s bcdva was 0.5 -2.00 diopter, target was -2.0 diopter, and visual acuity (va) 1.0. No additional information provided.